Event description:
Caller reported the cartridge compartment of the pt's infusion device was wet with insulin. Caller reported the pt was having an elevated blood glucose level. Pt's blood glucose level was not provided. Pt's normal blood glucose level was not provided. Caller stated the insulin cartridge was leaky. Caller reported she changed the infusion device and the insulin cartridge and the pt's blood glucose level is now normal. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged insulin cartridge for eval.

Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.